Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during surgery, the big top dial of the flex arm could not be tightened enough. The procedure was completed with the same flex arm with delays due to numerous attempts to tighten the instrument. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: functionally evaluated flex arm rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was determined to be insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the instrument cable. If information is provided in the future, a supplemental report will be issued.